Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the pouch broke while in the patient. X-rays were taken to ensure metal parts were retrieved. Broken pieces were found in the shaft. A new one was used to complete the procedure. There was no patient impact reported.